Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported two incidents of hypoglycemia requiring treatment by layperson. Husband is attributing both incidents of low blood glucose to the customer's basal rates not being set correctly and needing adjustment. No allegation against the device. The pump is not being requested for return as it is working properly.